Manufacturer narrative:
(B)(4).

Event description:
During follow-up, the pacing threshold was above max and high output caused diaphragmatic stimulation. The lead position with echo verified no perforation was present. The patient underwent lead revision on (B)(6) 2016, where the lead was successfully repositioned. The patient condition is stable.